Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The severely stenosed target lesion is located in the proximal segment of the left anterior descending artery. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During insertion, the physician found that the balloon burst. The device was removed and procedure was completed using another of the same device. No patient complications reported and the patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The 80%, severely stenosed target lesion is located in the proximal segment of the left anterior descending artery. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During insertion, upon first inflation, the physician found that the balloon burst at 10 atm for 8 seconds. The device was removed without any problem using the normal method. The procedure was completed using another of the same device. No patient complications reported and the patient was stable post procedure.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the device was returned for analysis. No issues identified with the hypotube shaft. The shaft polymer extrusion showed no kinks or damages. A detailed microscopic examination of the balloon material identified a balloon pinhole, 1mm proximal to proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine instruction for use however, a leak was noted coming from the pinhole at 1mm proximal to proximal markerband. No other device issues were identified during returned product analysis.